Manufacturer narrative:
Concomitant medical device. 6944 lead .

Event description:
It was reported that the right atrial lead was undersensing. The lead remains in use. No patient complications have been reported as a result of this event.